Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-14946; 1627487-2022-03373; 1627487-2022-03372; 1627487-2022-03370. It was reported the patient experienced a fall, that caused lead migration to occur. In turn, the ipg failed to communicate with the clinician programmer. As a result, surgical intervention was undertaken where in the a full system was explanted and replace to address the issue.

Manufacturer narrative:
Corrected data. H6 - adverse event problem (refer to coding manual). B5 - describe event or problem.

Event description:
The scs lead was not explanted on (B)(6) 2022.